Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device would not power on during a pt call. Another device was brought in its place and pt care was not compromised. There were no adverse affects to the pt reported as a result of device use. An earlier pt's event was reported to physio-control on 03/08/2010, and was submitted to the FDA on manufacturer medwatch report # 3015876-2010-00453.